Manufacturer narrative:
Evaluation revealed the force sensor flex was physically damaged. Review of the pump download history revealed loss of prime alarms associated with zero force and no cartridge detected.

Event description:
The distributor reported that the pump dispensed insulin from the cartridge during the load step.